Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned. Visual evaluation of the provided photos found the instruments are fractured and worn (nicks and gouges). The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. The root cause of the reported event can be attributed to a failure to follow instructions as the instruments were struck with a mallet. According to the instructions for use (IFU), it states do not subject instruments to high loads and/or impact as breakage can occur. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) g2 - report source - foreign: the event occurred in jordan .the complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : investigation incomplete.

Event description:
It was reported during knee arthroplasty that the articular surface provisional was struck with a mallet and fractured upon insertion. The procedure was able to be completed with another device.